Manufacturer narrative:
H10: the reported complaint was unable to be confirm or duplicate. Uut was found to be functional as intended.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service technician was able to verify the reported "pat circuit alarm and the unit stops ventilating" problem. The unit was powered on with the customer's settings and duplicated the reported problem. The ventilator alarms patient circuit after a few breaths and intermittently releases the excessive pressure through the exhalation module. The exhalation module was replaced with a known good one and passed. The root cause was determined to be the exhalation module p/n 12030-002, s/n (B)(4) and it will be sent to the fa lab for further investigation.

Event description:
The customer reported to vyaire medical that the revel ventilator after two to four breaths the vent gets a patient circuit alarm and the unit stops ventilating. At this time, there is no information about patient involvement.